Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 01567. D10: cat# 00620205622 lot# 63159848 shell porous with cluster holes 56 mm. Cat# 00625006535 lot# 63420046 bone scr 6.5x35 self-tap. Cat# 00630505632 lot# 63361260 liner standard 32 mm i.d. For use with 56 mm o.d. Shell. Proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. A revision occurred approximate 6 years later due to pain, elevated metal ions, and metallosis. Trunnionosis was noted to the stem with metal debris. The stem and acetabulum were found well fixed and remained implanted. The head and liner were exchanged for zb products with no complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty. Subsequently, the patient was revised approximately six (6) years later due to pain, elevated metal ions, and metallosis. During the revision, trunnionosis was noted with metal debris and metallosis. The head, and acetabular liner were exchanged without complications. Attempts have been made and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h6. Proposed component code: mechanical (g04)- head. Visual examination of the returned head identified there was debris along with lines on the inside of the taper. The stem was not returned. The head was submitted for further analysis. Analysis determined >10% of the surface and/or corrosion damage to one or more small areas. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. A revision occurred due to pain, elevated metal ions, and metallosis. Trunnionosis was noted to the stem with metal debris. The stem and acetabulum were found well fixed and remained implanted. The head and liner were exchanged for zb products with no complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.